Manufacturer narrative:
E1: phone number: (B)(6). D2a: additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: additional product codes: gbo; lje. H3: device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the metal stiffening cannula was difficult to remove from an ultrathane dawson mueller mac-loc locking loop multipurpose drainage catheter. After opening the packaging, the device was flushed. A customer provided video reveals the difficult removal of the stiffener from the catheter. A new drainage catheter was used to complete the procedure without further incident. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.